Event description:
The patient was attempting to recharge; the recharger showed that the device was only half charged. The patient was unable to adjust stimulation with the patient programmer. The display was showing a "call your doctor" icon and a por (power on reset) condition was reported. The patient was encouraged to contact their health care professional. Additional information has been requested, a follow-up report will be sent if additional information becomes available.